Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a 450cc mentor memorygel breast implant on the left side and a 350cc mentor memorygel breast implant on the right side and experienced postoperative left-sided device folding/migration, right-sided rupture, and bilateral leg muscle pain. The patient reported that their breasts diagnoses were confirmed via MRI in (B)(6) 2019. As a result, the patient plans to undergo bilateral explantation on (B)(6) 2020 and will not receive replacement products. This report is for the patient's right-sided device.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of event information that was mistakenly submitted in the initial report. The patient's explantation had been canceled. This supplemental report has been updated accordingly. In section b, the "other serious" selection has been selected in place of "required medical intervention". In section d7, the explantation date is blank/removed. In section h, the method code has been updated to device not accessible for testing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: not applicable. Manufacturer's reference number: (B)(4).